Event description:
It was reported that during a kidney transplant, the surgeon fired the gun, the knife stopped in the middle of the firing for 20 mins, and it worked after he removed the tissue while the gun was still stuck on the tissue itself. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024 d4: batch # unk investigation summary: this is an analysis of one video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: in the video it was observed the anvil closed with what it seems to be a white reload loaded however is not possible to confirmed the event reported due to the angle of the video. Based on the video the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the finished device lot number a9c701, and no non-conformances were identified additional information was requested and the following was obtained: are there pictures/videos available for this complaint? Yes, there is a video and already was uploaded in form sent. What is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) Nothing happened to the patient thanks god. Is the product available for return? Yes, it kept to be returned. Did the device lock-out (no staples deployed and no cut line started)? It did half of the cutting and the stapling and it stopped in the middle. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, it stopped in the middle, half of the fire was heard by the dr. Or, did the device fully fire and stop during the automatic knife return? No or, did the device had an intermittent powered operation (firing was completed)? No was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?